Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: (B)(6), 2023 section h3. Device evaluated manufacturer? Yes device evaluation: product evaluation found that the iol was received torn. No issues with the handpiece were observed. No further evaluation was performed. The complaint issue "iol torn" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation there is no product deficiency or product malfunction that could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) in a preloaded product tore during handling but prior to insertion. There was no incision enlargement, vitrectomy, sutures done. A back-up iol of the same model and diopter size was implanted in its place. Patient doing well post-op. No other information was provided.